Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they opened packaging and noticed the tip was already broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood observed. The heater wire on the hot jaw was observed to be slightly flexed away from the center, but remained attached on both the tip and the base of the jaw. The cold jaw's silicone insulation was observed to be peeled at the tip and pushed back slightly. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; wire" and the analyzed failure "peeled jaw" were confirmed. Specific actions for the reported failure mode "material twisted/bent; wire" and the analyzed failure mode "peeled jaw" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they opened packaging and noticed the tip was already broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.